Manufacturer narrative:
Batch Review:A search for non-conformances associated with this part/lot number combination could not be performed as this information was not available at the time this investigation was performed. Complaint System Review:A search of the complaint handling system could not be performed to determine if other similar complaints exist for this batch number, because the batch number was not provided for the product on this complaint file.IFU Review (Additional information can be found in the IFU):POTENTIAL COMPLICATIONSPotential complications include but are not limited to the following: vessel puncture site hematoma, aneurysm perforation or rupture, hemorrhage, edema, thromboembolic, transient ischemic attack, ischemic stroke, neurologic deficits, parent artery occlusion, ischemia, vessel dissection or perforation, vascular thrombosis, vasospasm, device migration or misplacement, premature detachment, headache, post-embolization syndrome, infection and death.WARNINGS· Advance and retract the WEB embolization device slowly. Do not advance the delivery device with excessive force. Determine the cause of any unusual resistance. Remove the WEB embolization device if excessive friction is noted and check for damage.· Do not rotate the delivery device during or after delivery of the WEB embolization device. Rotating the WEB embolization device may result in damage or premature detachment.· The WEB embolization device cannot be detached with any other power source other than a WEB detachment control device. Ensure that at least two WEB detachment control devices are available before initiating an embolizationPROCEDURE - INSTRUCTIONS FOR USEDetachment of the WEB Embolization Device34. The detachment control device is pre-loaded with batteries and will activate when the delivery device is properly connected.35. Verify that the RHV is firmly locked around the delivery device before attaching the detachment control device to ensure that the WEB embolization device does not move during the connection process.36. Ensure that the delivery device gold connectors are clean and free from blood or contrast. If necessary, wipe the connectors with sterile water and dry before connecting.37. Insert the proximal end of the delivery device into the detachment control device. When the delivery device is properly connected, the light will flash green and an intermittent tone will be heard.38. Verify the WEB embolization device position before pressing the detachment button.39. Push the detachment button. During firing, the light should be solid green and the beep should be continuous.40. Verify detachment by first loosening the RHV valve, then pulling back slowly on the delivery device and verifying that there is not WEB embolization device movement. If the WEB embolization device does not detach, push the detachment button again. If the WEB embolization device is still not detached, obtain a new detachment control device and attempt detachment up to two additional times. If it does not detach, remove the delivery device.41. Verify the position of the WEB embolization device angiographically through the guide catheter.42. Prior to removing the microcatheter from the treatment site, place an appropriately sized guidewire completely through the microcatheter lumen to ensure that no part of the WEB embolization device remains within the microcatheter.Investigation ConclusionThe reported event is non-verifiable. The physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.Microvention is submitting this report to comply with FDA reporting regulations under 21 CFR parts 4 and 803. This report is based upon information obtained by Microvention, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Microvention has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Microvention, or its employees that the device, Microvention, or its employees caused or contributed to the event described in the report. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
As reported; During a clinical case involving a 58-year-old female patient in which a WEB sticky detachment was encountered. The patient was being treated for an aneurysm. Other ancillary devices used during the procedure included a Headway 17 microcatheter, Scepter balloon catheter, and Sofia aspiration catheter. The physician attempted to detach the WEB device on three separate occasions."Additional clarifying information indicated, treatment of an Pericallosal aneurysm; the WEB would not detach across 5 attempts despite green light; ultimately ruptured on recapture; second WEB detached normally. The 58 Female presented with a headache and a history of SAH. The pericallosal aneurysm was treated with a WEB 7x3 SL. A Sofia 6F was used and didn¿t have a via 17 available. The WEB deployed with significant protrusion so it was repositioned. Deployment was perfect, however, after three attempts, the device would not deploy using three different detachment systems. A new device was opened and five attempts and couldn¿t detach. The device then moved slightly and was now protruding into parent vessel so they decided to recapture the device. Coaxial introduce a scepter balloon to try to help deploy. Then critical vasospasm. Was able to recapture device but then aneurysm ruptured. Then went with another 7x3 device that was detached successfully. First device was not a sticky detachment, but an undetectable device. detacher gave a green light.